Event description:
It was reported in an article in journal of ¿neurological surgery¿ titled "bone cement cranioplasty reduces cerebrospinal fluid leak rate after microvascular decompression: a single-institutional experience", approximately sometime post procedure, out of five hundred and forty-seven cases, cerebrospinal fluid leak was seen in a total of fifty patients. It was further reported that out of these fifty patients, sixteen developed postoperative bacterial meningitis. However, the current status of the patient is unknown.

Manufacturer narrative:
As this malfunction is considered one event identified by the dealer; only one MDR report will be submitted for the reported quantity affected of fifty for this event. As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Daniel I wolfson, jordan a magarik, saniya s godil, hamid m shah, joseph s neimat, peter e konrad, et al (2020). Bone cement cranioplasty reduces cerebrospinal fluid leak rate after microvascular decompression: a single-institutional experience. Journal of neurological surgery, part b skull base, 82(5):556-561. Doi: 10.1055/s-0040-1715607. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.